Event description:
It was reported that the insulin pump had a unremovable battery cap. The blood glucose reading was 138 mg/dl. The customer stated that the battery cap looked pretty damaged. He attempted to remove the battery cap with a quarter and a flat-head screwdriver, as advised during troubleshoot, to no avail. Advised discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.